Event description:
It was reported that the needles 25x1 rb experienced incorrect label information with the item number on the inside of the box not matching the actual item number.

Manufacturer narrative:
500 samples and 2 photos were received for evaluation. The shelf box is labeled as 305125- 25g x 1; the products inside have the top web as 305122 ¿ 25g x 5/8. The actual products are 25 x 1. The top web is incorrect. The photos show the described defect, therefore failure mode is verified. Probable root cause was an incorrect rework. The shelf box label was initially created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. During the rework, the incorrect top web was used, causing the reported failure mode. The product remains on hold until further notice. A CAPA (corrective action preventive action) 760699 has been initiated to investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needles 25x1 rb experienced incorrect label information with the item number on the inside of the box not matching the actual item number.